Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 7. Details of surgery: primary stability not achieved and ridge augmentation. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, swelling and fistula. No further patient complications were reported.